Event description:
Consumer reported applied one (1) ace heat patch on her right knee and because the patch was slipping of the knee; consumer wrapped it lightly with elastic bandage. In about four (4) hours, consumer started feeling burning sensation under the patch. After removing the patch, skin was red and 4 blisters appeared. No medical attention was sought; consumer was self treating with neosporin.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor monthly trend reports.